Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, brown particles, white calcification-like, opening curved on posterior and weight to the spec. A visual and microscopic analysis was performed which identified wear abrasion, stress marks and opening crease sharp on posterior. Based on the device analysis the final assessment is: a sharp crease opening on the posterior side due to a fold flaw opening.

Manufacturer narrative:
Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. The device remains implanted.